Manufacturer narrative:
Product was returned for evaluation. Return fields in oracle state: chair 3 wheels; left front caster doesn't touch surface.

Event description:
Product was returned for evaluation. Return fields in oracle state: chair 3 wheels; left front caster doesn't touch surface.